Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that three knives were dull during separate surgeries. Alternate knives were obtained in order to complete the procedures with no harm to any patient. No additional information is anticipated.